Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after completing the pursestring suture, the surgeon attempted to fire the stapler and confirmed to hear the click sound, there were no staples in the device. Replaced the device and managed to fire it, but the staples were not well formed. The case was extended by more than 30 mins.

Manufacturer narrative:
(B)(4).